Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device follow up high impedance and fracture were noted on the right atrial (ra) lead. It was noted that the polarity switch and low impedance occurred as well. The lead is still in use but a revision has been planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.